Event description:
It was reported that there was a lead alert due to high impedance and noise on the right ventricular (rv) lead. It was also noted that the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# 693565. A proximal portion was received measuring 30.5 cm. A distal portion was received measuring 35 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).